Manufacturer narrative:
(B)(4). Information was not provided by contact. Results incorrect component the ecr60w package was returned and an ecr45w reload was returned for analysis. The account had indicated that the package was opened to turn the device around as it was packaged upside down. When the sample was received, the device was right side up in the open package. The reload was verified to be ecr45w and the package as a ecr60w. It is impossible that packaging facility packaged these reloads into lot k4de7f because they did not arrive at the packaging facility until twenty days after the packages had been shipped out. No rework, non-conformance, or protocol was noted on this lot and there were no delays in production. Inventory system was checked for all ecr60w cartridges confirmed for incorrect reloads in the packages. However, based on our investigation, it is unknown how these reloads got into the open packages, but it has been determined that it could not have occurred at the ees packaging facility. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure labeled incorrectly. It was not used for the procedure. A new load was opened to complete the procedure. There was no patient interaction with the reloads. No patient consequence was reported.